Event description:
The patient has bilateral hips; primary implants were 1994 for one side and 1996 for the other. A mass developed in the rt. Side groin area and was diagnosed as an osteolytic cyst with poly particles. The patient was revised on the right side.